Event description:
It was reported that after the subject stent entered the microcatheter and was pushed for a certain distance, the physician felt a jam and the subject stent could not be advanced. After withdrawal, only the subject stent delivery wire was found, with the subject stent having detached and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.